Manufacturer narrative:
A united states (us) customer contacted the siemens customer care center and reported a leak from the integrated multisensor technology (imt) waste vent port on a dimension exl with lm integrated chemistry system. While troubleshooting, the operator was exposed to the biohazardous material. A siemens customer service engineer (cse) was dispatched to the customer's site. During the visit, the cse inspected the instrument, observed a clog in the imt waste tubing line, replaced leaking imt x2, x3, and imt waste tubing, found thermal chamber was not fully closed due to pinched sample drain tubing, rerouted sample drain tubing and closed thermal chamber, ran system check and quality control (qc), which recovered acceptably. Siemens evaluated the event and determined that a clogged imt waste tubing line between the imt port and the waste bottle area potentially contributed to the event. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported a leak from the integrated multisensor technology (imt) waste vent port on a dimension exl with lm integrated chemistry system. During troubleshooting, the operator opened the front pump panel door to check if there was a waste line disconnected from the waste container. The operator reached inside without gloves and was exposed to the bio-hazardous fluid on their hand. The operator wiped it off and put on gloves. The operator did not seek any further medical intervention. There are no known reports of adverse health consequences due to this event.